Event description:
The pump was returned for recurring loss of prime warning. Evaluation revealed a broken force sensor pin. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, the cartridge would not load. Investigation revealed that one of the force sensor flex pins was broken & detached from the flex. Unrelated to the force sensor issue, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. (B)(6).